Event description:
In late 2008, the lay user/patient in the UK contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. On december 2, 2008 the technical service representative (tsr) spoke with the patient to obtain and verify information. The same day at 9:14 am, the patient reportedly obtained the blood glucose reading of 21.8 mmol/l (392 mg/dl) on the reported meter. The patient claimed she had not used the meter "for a long time", and chose this day to start testing her blood glucose levels again. The patient confirmed she had not tested her blood glucose levels with any meter during this time period. Because of the elevated reading, the patient claimed she took an increased dose of glargine (lantus) insulin, 35 units instead of her usual 30 units. The patient also did not eat any meals that morning due to the elevated meter reading. At 11:00 am, the patient began to experience the symptoms of blurred vision, she 'felt very hot', and she felt "hypoglycemic". While symptomatic the patient tested her blood glucose level using the reported meter, and obtained the readings of 11.0 mmol/l, 11.7 mmol/l and 13.4 mool/l (198 mg/dl, 211 mg/dl, 241 mg/dl) within 20 minutes of each other. The patient treated her symptoms by eating a chocolate bar, and felt better afterwards. She did not seek any medical attention. The patient takes 30 units glargine insulin in the morning and novorapid insulin 6 units with lunch and dinner. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The tsr also determined the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips, and obtained an elevated blood glucose reading on the reported meter. The patient allegedly experienced symptoms suggestive of hypoglycemia after taking an increase insulin dose based on the elevated meter reading, and receiving treatment with food to resolve those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/hem and inform FDA of product(s) that do not pass inspection in a supplemental report.